Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-02009 and 2134265-2018-02507. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled. During the procedure, the ilab system cannot be used and the next icon wouldn't work upon the second pullback in an emergency case which did not improved even after it was restarted. Thus, automatic pullback failed. Furthermore, startup failure occurred during the operation and 119 error was also observed. No patient complications were reported.